Event description:
It was reported that during a subtotal colectomy procedure, the device was hard to load on the second firing. After the device was reloaded the staples were not formed properly. The case was completed with a same like device. There was no reported patient consequence.